Event description:
A blood and air leak was noted during a pfa pvi procedure. The valve of the 13fr agilis sheath was leaking blood and air was withdrawing from the catheter. The device was replaced with another 13fr agilis sheath and there were no issues with the new product. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal and on the top of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged top of the seal remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.